Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable that connects the distribution node to the front therapy electrode was cut between ECG "a" and ECG "b". The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a damaged cable. The last patient to use this electrode belt did not report any deficiencies.